Manufacturer narrative:
On november 1, 2020, during preventive maintenance, the autopulse platform (serial (B)(4)) displayed user advisory ua41 (patient temperature sensor failure) and ua17 (max motor on time exceeded during active operation) error messages. The initial functional testing of the autopulse platform failed due to ua41 (patient temperature sensor failure) error message upon powering on. The investigation findings revealed of abnormal readings on the patient surface temperature. The j5 connector of the pca was cleaned and reconnected to remedy ua41 issue. Following this, the autopulse platform displayed ua17 error message. The root cause of ua17 was due to drive train brake gap out of specification, likely attributed to normal wear and tear since the autopulse platform manufactured in december 2014 and it is nearly 6 years old, past its expected serviceable life of 5 years. The brake gap was adjusted to remedy the issue. No physical damage was observed on the returned autopulse platform during visual inspection. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On november 1, 2020, during preventive maintenance, the autopulse platform (serial (B)(4)) displayed user advisory ua41 (patient temperature sensor failure) and ua17 (max motor on time exceeded during active operation) error messages. No patient involvement.